Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed rf pic failed self test. Customer's blood glucose reading was 150 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump passed rf pic failed during the self test due to a faulty component on the radio frequency board. Unable to prime during the prime test due to a faulty force sensor resistor. The pump passed the displacement, rewind, basic occlusion, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no off no power anomaly noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corner, and minor scratches on the display window.